Event description:
I phoned you on (B)(6) 2012 about my grind guard splitting two. Please find enclosed: code bar, lot #, receipt. Thank you for your help.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.